Manufacturer narrative:
A2): patient's date of birth unk. A4): patient's weight unk. A5a./5b.): patient's ethnicity/race unk. B7): other relevant history unk. H3): the device was discarded, thus no investigation could be completed. H6): vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction; however the lld in the rv lead could only reach to the lead''s distal coil. A cook medical 11f evolution shortie controlled-rotation dilator sheath was used to attempt advancement on both the rv and rv lead, but made no progress. A byrd 10f dilator sheath was used next, with no advancement. A spectranetics 14f glidelight laser sheath was used to attempt rv lead removal, but could not advance around the innominate vein, so efforts switched to removal of the ra lead with the glidelight, which was successful. Attempt was made again to remove rv lead, but advancement was made only to the lead''s proximal coil within the superior vena cava (svc), so the physician used a 16f glidelight, which reached the tip of the rv lead. At that time, the patient''s blood pressure dropped and the procedure stopped briefly. It appeared that the heart was being pulled, and once back in position, the patient''s blood pressure improved. The rv lead was removed and the blood pressure dropped slightly, with cardiac tamponade suspected. The tamponade was drained several times, and the tamponade got smaller. The thoracic surgeon and cardiologist decided to perform a thoracotomy to ensure the bleeding had stopped. Perforations of the ra and svc were discovered. Extracorporeal membrane oxygenation (ECMO) was performed, and the perforations were repaired. The patient survived the procedure. This report captures the 16f glidelight in use when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.